Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and an healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving morphine at an unknown dose and concentration and clonidine at an unknown dose and concentration via an implantable pump for non-malignant pain and other non-malignant pain. It was reported that the patient saw an (B)(4) - pump reset code on their personal therapy manager (ptm) on (B)(6) 2016 and the patient had pain. It was also reported that a critical alarm was sounding. The logs were read and "pump in safe state" and "reset occurred - low battery" messages were seen. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The pump was programmed to minimum rate and the hcp would supplement the patient with oral medications until the pump could be replaced. The issue was not considered to be resolved and it was unknown if surgical intervention would occur. The patient was considered to be "alive-no injury".

Event description:
Additional information was received from a healthcare provider (hcp) and a device manufacturer representative (rep). No symptoms were noted and no cause was determined. The patient was referred to have the pump replaced. The pump would be programmed to minimum rate and the patient would be supplemented with oral medications until a replacement occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.